Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting was performed. The customer found that there was a greater than normal resistance during plunger push and insulin did not exit. The customer was advised to change the reservoir and infusion set. The reservoir and insulin pump will not be returned for analysis.